Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. The arterial access site was confirmed in the common femoral artery. It was reported that there was no difficulty inserting the device, achieving mark or deploying the foot. When the needles were deployed, it was reported that the plunger did not make contact with the body of the device. The physician depressed the plunger again and contact was then made with the body of the device. When the plunger was removed, it was noted that one of the needles was bent at the proximal end and no suture was attached. The foot was parked without difficulty and the device was rewired and exchanged for another preclose a-t device, which was deployed successfully. The patient's groin site was dry and the patient was stable. It was reported that distal pulses were palpable. The patient was discharged home the same day. Upon analysis of the returned device, it was discovered during testing and investigation that the posterior portion of the foot was broken and missing.